Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the pump was not outside the labeled altitude operating range. Customer¿s blood glucose level (bg) was 600 mg/dl. The customer attempted to address their elevated bg with a bolus via the pump and a manual injection of insulin. Reportedly, customer went to the emergency room (ER) for the elevated bg and high ketones that were identified as life-threatening by a health care provider. The customer received intravenous fluids of saline and insulin. Customer was released from the ER the same day with the issue resolved and no permanent damage. Reportedly the alarm was cleared and the customer continued to use the pump for insulin therapy.